Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedances. The impedances were as low as 11 ohms. At this time, the rv lead remains in service, but reprogramming was performed. Impedances were tested again after the reprogramming and showed 85 ohms which is within normal limits. No adverse patient effects were reported.